Event description:
Philips received a complaint by the customer on the v60 indicating that the devices touchscreen is not working properly, was unable to turn off. Had to press and hold check mark. It was confirmed that there was no patient involvement at the time the issue was discovered. The issue was confirmed during evaluation when the user attempted to operate the touchscreen and found it unresponsive. Troubleshooting identified the problem as a touchscreen calibration issue. The device was repaired by performing a touchscreen calibration, after which it successfully passed performance specification testing, confirmed by the touchscreen responding correctly during functional checks. No parts or components were replaced, and the ventilator has been returned to service. The investigation concludes that no further action is required at this time, although the complaint file will be reopened if additional information becomes available. Based on the information provided and/or service performed, it was confirmed that the unit did not meet product specifications, and the touchscreen calibration issue was determined to be the cause of the reported problem.